Event description:
Additional information indicated that there had been impedance check done which showed electrode pair combinations with electrode #6 > 40,000 ohms at 3v. It was not possible to effectively reprogram the device without using electrode #6. It was unknown if any interventions had been taken or planned. Patient outcome was unknown as he was not seen by manufacturer's representative since reprogramming session.

Event description:
Additional information received reported that an appointment scheduled for (B)(6) 2012 had been cancelled. The patient had another appointment on (B)(6) 2013, but was not able to be reprogrammed at it. Two months ago the patient had begun feeling painful stimulation in his chest. The patient still turned on his stimulation periodically, and it was still an issue.

Event description:
It was reported that one of the leads was 'broken.' It was stated that the lead was 'not responsive.' It was unclear what the problem with the lead was. It was noted that an adaptive stimulation system had been implanted. The reporter stated that every once in a while, the patient felt a 'fluttering' since last weekend, when the leads 'broke.' It was reported that 'it felt like a propeller running out of gas.' The reporter stated that the patient sat down and was 'zapped' in the chest the past weekend. It was reported that the device was not working. It was reported that the patient wanted the device removed. Four days later, it was reported that the issue could be described as 'open trouble.' It was reported that the adaptive stimulation was only partially programmed. The reporter stated that 'at this point, the stimulator did not work at all anymore.' It was noted that it did work for about six months in the standing/sitting mode, and 'then it broke.' It was reported that the device needed to be fixed by a neurosurgeon. The next day, it was reported that after programming changes were done 'for five minutes' at the clinic, the patient went out to the car and then was 'zapped' in the chest. The reporter stated that the patient returned to the clinic and was told that one of the leads was unresponsive and the patient needed to have surgery. It was reported that the doctor told the patient 'no surgery x-ray.' It was unclear what this meant or referred to. The reporter stated that the trial for the device had gone well. A week later, it was reported that the patient periodically turned the device on 'just to see' and got 'zapped' in the upper chest. The reporter stated that the event and symptoms occurred after the last reprogramming session. It was reported that there was a loss of therapeutic effect. The reporter stated that after the implant surgery 'they were able to get this thing working' but it failed again about 3-4 weeks ago. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device had been ¿maladjusted for a year¿ and had ¿never really worked¿ unless the patient was lying down with his knees up to his chin or bent over in the fetal position, and it was never effective in the right place. It was noted that this had been ongoing since implant, and it worked for a couple of weeks and then ¿kind of went out of whack.¿ the reporter stated that ¿two of the leads never came on from surgery,¿ the third lead worked intermittently, they could never get two to work, and now ¿number thirteen wasn¿t working¿ and ¿lead sixteen was broken.¿ ¿leads¿ may refer to electrodes within the leads. It was reported that sometimes it worked, fluttered, and then went on and off. It was noted that the patient¿s healthcare provider told him that this shouldn¿t be happening. The reporter stated that the patient was ¿going to give up¿ had spent ¿way too much money on this¿ and was frustrated and was going to ¿throw in the towel.¿ it was later reported that two electrodes never worked, and the patient was told that it was ¿ok because other electrodes were valid.¿ it was noted that several weeks later the patient was feeling an intermittent fluttering sensation. The reporter stated that the patient was reprogrammed and the patient still felt fluttering. It was reported that a manufacturer representative found out that the other lead ¿wasn¿t responding.¿ it was noted that the patient could only get stimulation in the appropriate area when he tucked his knees under his chin while lying on his side. The reporter stated that the patient got better results with the pulse width up higher, and the patient¿s pulse width for both programs with the current group was 1000 microseconds. It was reported that the patient felt stimulation in his middle back, which was ¿way too high¿ and the patient needed stimulation in his lower back. It was noted that the patient saw his healthcare provider the day of the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial# (B)(4), implanted: (B)(6) 2011, product type recharger; product ID 37744, serial# (B)(4), implanted: (B)(6) 2011, product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).